Manufacturer narrative:
The returned device was evaluated and the investigation found a leak observed in the exposed portion of the soft cannula. It could not be determine when this damage occurred and could not conclusively determine if it was the cause for the pod to not deliver insulin properly. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports after wearing a new pod today between 4 and 24 hours they felt that their blood glucose level was increasing and when performed a bolus it did not bring down their blood glucose level. The patient reports at 3:02 their blood glucose level was 366 mg/dl. As treatment, the patient gave themselves a manual injection of insulin and applied a new pod.